Manufacturer narrative:
Evaluated one seal reservoir and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test : reservoir filled with diluent and connected to a new infusion set, installed reservoirs and connectors into paradigm insulin pump. Conclusion: reservoir not leaks. Also performed a visual inspection and found no physical or cosmetic damage. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that leak at reservoir barrel. Customer stated that reservoir is leak at past o rings. The customer¿s blood glucose level was 14 mmol/l at the time of the incident. The reservoir will not be returned for analysis.